Event description:
It was reported that the patient presented for a follow-up visit in the clinic. During the last follow-up, the patient experienced a slow heart rate. It was found that the pacemaker was failing to be interrogated and did not have a magnet response. The pacemaker was explanted and replaced. The patient remained in stable condition.

Event description:
New information received stated that the pacemaker exhibited premature battery depletion.

Manufacturer narrative:
The reported events of failure to interrogate and premature discharge of battery were not confirmed. The device voltage was above elective replacement indicator (eri) level when it was received. The device image was analyzed to be normal. The device longevity was determined to be appropriate. The device was able to be successfully interrogated. Further analysis of the device found no anomalies.